Event description:
It was reported that during a angioplasty procedure a guide wire tip break occurred. The target lesion was located in the unknown artery. A 300cm pt2 moderate support guide wire was selected and advanced to the target lesion. The tip of the guide wire was broke in the target lesion. They were able to remove it by unspecified means . No further patient complications were reported and patient status was fine.

Event description:
It was reported that during a angioplasty procedure a guide wire tip detachment occurred. A 300cm pt2 moderate support guide wire was selected and advanced to the target lesion. The tip of the guide wire broke off in the target lesion. They were able to remove the device. No further patient complications were reported and patient status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: unit returned presented distal tip damaged. The visual inspection was performed and the device presents distal tip detached, the polymer coating peeled at 0.1 cm from the distal end, and the distal end bent at 0.8 approx. From the distal end. All the external outer diameter measurements were taken and all of them met specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: failure occurred in a welding zone due to a bending overload in a welding material weakened by a presence of cavities in the interface of the assembly. Fracture exhibited partial delamination of wire material into the welding layer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).